Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient experienced occasional issues with the power module cable not remaining secure while connected to the mobile power unit (mpu) despite use of the locking clip. The vad coordinator stated that the yellow clip on the cable was not functioning properly, and not engaging the locking clip on the mpu correctly. The log file captured had no external power events on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. These may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet. There were no other unusual events seen within the log file. The mcs equipment was operating as intended. The patient remained asymptomatic during the event.

Manufacturer narrative:
Device manufacture date: additional information. Investigation conclusion: the reported event of the patient experiencing ¿no external power¿ alarms while using the mpu was confirmed via the provided log file (B)(4). The log file contained approximately 8 days of data (B)(6) 2018 - (B)(6) 2018 per time stamp). Analysis of the provided log file showed that no external power events occurred on (B)(6) 2018 at 09:39:03, (B)(6) 2018 at 02:39:30 and (B)(6) 2018 at 21:42:49 while the patient was connected to mpu. The first two events lasted about 10 seconds and the last event lasted approximately 4 seconds [21:42:45 ¿ 21:42:49]. In each event of no external power (low voltage hazard) the rsoc levels of each cable fell from the expected 12v to 8v then 0v in approximately 3-5 seconds. This triggered the no external power alarms indicating a loss of ac power to the mpu. This is consistent with the patient¿s account of power module cable not remaining secure while connected to mpu. There were no other notable alarms active in the log file. The mobile power unit (B)(4) was not returned for analysis. The provided photo showed damage to the ac connector on the unit, the damage would prevent an ac power cord from being secured to the unit. The root cause for the no external power alarms was determined to be the power cord coming disconnected from the unit due to a damaged connector. A root cause for the damage was not determined through this analysis. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.